Manufacturer narrative:
The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the patient was treated with a cluster electrode: treatment zone of 8cm. The ablation lasted for 12 minutes. The patient had complications in the form of splenic rupture and impact of the ureter and psoas that were not noticed until a week after the procedure had been completed. The customer has indicated the device was discarded after the procedure. Additional questions have been asked regarding the device, incident and patient status.